Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on december 21, 2016 revealed the device had a bent comb but no significant damage to the device. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the comb being bent. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 21, 2016 which included replacement of the damaged comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported the device had a bent comb.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The skin graft mesher was manufactured on august 4, 2016, and is over 3 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The reported event was confirmed since during the initial inspection it was noted that the device had a bent comb. While, during the initial inspection it was noted that the device had a bent comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It is reported that the device had a bent comb. No patient involvement. No adverse events have been reported as a result of the malfunction.